Event description:
(B)(4). This is not the first time I had this symptom but it doesn't stop. Ever since I got essure I noticed way more discharge. Even though im not prone to yeast infections or uti, I always discharge a lot. I also have a odor like if I can smell myself, my private area. I always keep clean and drink a lot of water, I still have a odor and I'm afraid other people will notice. I'm going to my gyn again and will ask about this. I heard essure causes vaginitis or vaginosis, not sure if the correct term it because is the inflammation essure causes, that discharge, air, and pain can cause irritation. I also had stabbing stinging pains in the vagina area. I really want this out of me.